Event description:
It was reported that a large volume infusor leaked. This issue was detected at the hospital after unpacking, when preparing the device for dispensing, prior to patient use. The device was filled with flucloxacillin 8000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from july 1, 2021 - july 2, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which suggested leak has occurred. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause of may be related to the handling of the product during product use or a weakened tubing bond at the junction of the flow restrictor.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.